Manufacturer narrative:
Device evaluated by MFR: pending evaluation. Age or date of birth, sex, weight, ethnicity, relevant tests/laboratory data, other relevant history, implant date, explant date, concomitant medical products, PMA/510k, device manufacture date, recall: no information provided.

Event description:
It was reported that during surgical use, when trying to remove the stem to cut some more humerus, the stem inserter pieces broke apart at the junction of where the stem attached to the inserter. Parts and pieces that fell into the patient were removed. Patient was last known to be in stable condition following the event. There was no surgical delay/prolongation. Device is returning.

Manufacturer narrative:
Section h10: (d4) lot number: 401022002. (H3) the broken stem inserter reported may have been the result of unauthorized disassembling/re-assembling of the returned stem inserter prior to surgery and exposure to numerous impaction forces, which led to crack initiation, propagation, and ultimate fracture of the stem inserter sphere subcomponent. However, this cannot be confirmed as the stem inserter sphere, stem inserter threads, and compression spring were not returned for evaluation. Section h11: the following sections have corrected information: (h6) component code: 4755, part/component/sub-assembly term not applicable.